Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gstric sleeve laparoscopic procedure, the staple jammed and would not fire. The surgeon was able to press the green button but could not squeeze the handle. In order to complete the case, it was replaced with another one. There was no patient injury.